Event description:
This is filed to report single leaflet device attachment/slda and medical intervention it was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was difficult due to the anatomy. A clip delivery system (cds) was advanced to the tricuspid valve for off-label use, and the clip grasped the leaflets fine. The clip was deployed; however, the clip then became detached from the anterior leaflet, but remained attached to the septal leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilize the slda and further reduce tr. The physician stated that the cause of the slda was due to poor imaging. Two clips were implanted, reducing tr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the single leaflet device attachment/slda per the physician is due to the procedural circumstances associated with poor imaging. The image resolution poor was associated with patient and procedural conditions. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv) to treat tricuspid regurgitation (tr). It should be noted that the mitraclip instructions for use states under the "indication for use" section that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, the off-label use of the device did not contribute to the slda. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).